Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. The following information was requested, but unavailable: please provide the lot number I could not get the batch no from hospital. It was reported that the "external foil was not found." May I kindly inquire whether the product was originally received without the external foil? If yes, please provide more details. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one winding former with an undispensed strand and one detached needle that pertained to product code vp2317. During the visual inspection of the returned sample, the suture cannot be dispensed since have begun the degradation process; this caused the suture to be broken. The time of exposure of the suture to the environment could not be determined and the foil was not returned to determine the assignable cause. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2024, and suture was used. The suture was already broken after opening the foil. External foil was not found. No patient consequence was reported. Additional information was requested.